Manufacturer narrative:
The field service engineer evaluated the system at the customer location and found that the power supply had a burnt odor. The power supply was replaced and the system was tested and placed back into service. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that the system gave off a burning smell and smoke was observed coming from the computer.